Event description:
The reporter states that the customer obtained an undosed result of "lo" (less than 10mg/dl) on the accu-chek active system. No adverse event reported. New system sent to customer and return requested.